Manufacturer narrative:
A review of the manufacturing records for the device ((B)(4), lot 13590256l)verified the lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events that may occur and / or require intervention include but are not limited to endoprosthesis occlusions.

Event description:
On (B)(6) 2015, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. Following the procedure it was reported all components were patent and blood flow was good. On (B)(6) 2015 follow-up imaging showed the ipsilateral limb of the trunk-ipsilateral leg component to be pinched at the flow divider and clot formation was visible within the ipsilateral limb. The imaging also reportedly showed the cause of the pinched component to be a dissection flap within the aneurysm which appeared to be compressing the trunk-ipsilateral leg ipsilateral limb section of the component at the level of the flow divider. The formerly patent ipsilateral limb was reduced to a slit. On (B)(4) 2015 a reintervention took place whereby the contralateral leg component was relined with a 10mm boston scientific stent and the ipsilateral limb was relined with a 10mm boston scientific stent followed distally by a 16mm x 11.5cm contralateral leg component. The patient did well following the procedure.